Event description:
It was reported that the detector was dropped, and it was not connecting at all. The device was in clinical use and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). Digitaldiagnost r3.x is an x-ray unit for nearby controlled digital and conventional fluoroscopy and radiography. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 3.x indicating that the detector was dropped, and it was not connecting at all. The device was in clinical use and there was no harm to patient or user. The field service engineer (fse) performed analysis and concluded that the detector had been dropped, and it was not connecting at all. Tried to reconnect the wireless portable detector (wpd), but it did not work. The customer had a spare detector, which was successfully connected, and calibrations were performed. The customer declined a replacement of wpd, as the system will be deinstalled soon. System returned to clinical use with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).